Manufacturer narrative:
There have been previously reported events involving a similar device that overheated and resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cf part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Results from sycotec stated that the gears were very dry, ball bearings of the cartridge are damaged (tracks abrasion). The push button was open and the head pin was missing. Also noted attachment was probably not regularly maintained and lubricated.

Event description:
On (B)(6) 2015, a doctor reported that a burr was getting stuck in a midwest e handpiece and that the handpiece was rattling. When the device was received on 2/27/2015, the doctor noted on the paperwork that the device was also overheating. Multiple unsuccessful attempts were made to obtain the pt outcome.